Event description:
It was reported that during a case when they went to fluoro with the 2600 system no image appeared on the monitor. The system was rebooted and it worked as expected. The case was completed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Based on the investigation, the monitor cart air filter was found to be clogged (possible heat problem). Cleaned the air filter. The system was tested and found to be working as intended and placed back into service.